Event description:
It was reported that the patient experienced a loss of therapeutic effect (acute pain) in the lower back, which had been occurring for at least a few months prior to report. There was no known accident or incident related to the event. The patient felt like he was being electrocuted when lying down. Stimulation felt too high, but the patient had not tried adjusting his settings. It was noted that the patient could sometimes only get 4 coupling bars and charging would take a while. Additional information received reported the implantable neurostimulator was reprogrammed with improved results. The patient was also re-educated on his recharger for better coupling.

Manufacturer narrative:
Product ID 3776-60, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer. Product ID 3708140, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2009. Product type extension.